Event description:
Related to MFR report # 2183959-2011-00733, 2183959-2011-00734. On (B)(6) 2005, a monarc sling was implanted. It was reported that the patient had bleeding and pain during intercourse (experienced by both herself and her husband) related to monarc mesh extruding into the vagina. On (B)(6) 2007, all mesh visible within the vaginal space was excised.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.